Event description:
It was reported that the patient was implanted on (B)(6) 2024 and returned to the operating room (or) on 03feb2024 for tamponade and low flows of 2 liters per minute (lpm). The tamponade was relieved, and the patient's hemodynamics were stable in the or but the patient continued to have low flow alarms with a flow of 1.3-2.0 lpm. An echocardiogram was performed and found that the right ventricle was decompressed, and the left ventricle was dilated. The pump parameters were set to 4800 rotations per minute (rpm), flow was 1.3 lpm, and a pulsatility index (pi) of 7. It was noted that the patient was small and there were concerns of a pump thrombus versus right ventricular failure. It was reported that the surgeon was to place a right ventricular assist device (rvad). If low flow persisted, the plan was to remove the pump from the heart to visually inspect for thrombus and run the pump in sterile saline to try to confirm pump was operating as intended. Additional information was provided on (B)(6) 2024 that the trans esophageal echocardiogram (tee) during implant showed severely depressed rv function and the patient had moderately reduced function prior to implant. The rvad was placed, and flows improved. It was reported that the lvad was not removed and inspected for thrombus, indicating that further rule out for thrombus was not necessary. The rvad was removed on (B)(6) 2024 and the patient was stable.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a: corrected. Section b2: corrected. Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Seh6, health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. According to the account, the reported low flow alarms were related to the patient's right ventricular failure (rvf). The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and pericardial fluid collection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.